Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure on (B)(6) 2017, this physician encountered difficulties extending the helix of this right atrial (ra) lead. The lead was placed with resulting 3.8 mv p-waves and a threshold of 1v@0.5ms. A chest x-ray was done which did not show that the helix was extended. It was decided that the lead would remain implanted. There were no adverse patient effects reported. Boston scientific received information on march 30, 2017 that this patient died on (B)(6) 2017. Boston scientific received information from the field clinical representative (fcr). The fcr had contacted the device clinic rn who reported that this patient was presented to the heart catheterization laboratory on (B)(6) 2017 for a non-st elevation myocardial infarction (non-stem) percutaneous coronary intervention (pci) of the right coronary artery. After the stent deployment, a dissection occurred followed by an effusion. Cardiopulmonary resuscitation (CPR) was initiated and the patient was intubated. The patient was in cardiogenic shock. The patient was classified as do not resuscitate (dnr) and at some point the family decided to suspend life support measures. There were no allegations that the prior product experience (pe) with the ra lead or the pacemaker implant procedure caused or contributed to the patient's death.